Event description:
Ventilator failed to start up with a "disk formation error". The manufacturer's service rep uploaded an updated software version. In august of this year, the device failed again. The manufacturer replaced the hard drive. No additional failures.======================manufacturer response for critical care ventilator, drager (per site reporter).======================initially uploaded new software version, but the error message continued. Replaced the hard drive - no more failures.